Event description:
It was reported that during an esophagus anastomose, the expired device's knife cut but did not staple. The operator had to hand suture to complete the anastomoses resulting in the operation being delayed 2-3 hours. Patient situation got worse and expired after the operation.

Manufacturer narrative:
Information not available, device not returned for analysis.